Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump requested a minimum of 50 units after filling the cartridge with insulin during the load process. The customer was able to add more insulin into the cartridge and complete load process. The customer's blood glucose level was 259 mg/dl. The customer indicated that a correction bolus would be delivered.